Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was a line through the display screen and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: during investigation, the pump powered on and the display was clear and legible- no lines were observed. The complaint of lines through the display was not duplicated during investigation. Unrelated the complaint, investigation revealed the display was dim and discolored. The battery compartment was cracked with evidence of moisture corrosion in the battery compartment. A leak test confirmed a battery compartment leak. No further moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.